Manufacturer narrative:
227578 evaluation statement: the reported event of an unspecified error and device froze could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that channel d was infusing heparin. The pump alarmed "control error" and was blinking and froze. The rn removed the pump from the room. There was no patient harm. Biomed reported that the pump had some physical damage on the side and damage to the locking clamp.